Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was unable to reproduce the reported issue. The stm was unable to see charge/discharge data for the date of the indecent due to unit put in charging/discharging more than 3 times since the request for service. The stm performed battery runtime and verified charging and discharging operations of the cs300. The iabp functioning as designed. The stm then performed functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) shut down.they plugged ac into another ac outlet and continued to use.ge recently replaced both batteries. There was no patient harm and no adverse event was reported.